Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant (iol) the handpiece was heating up. Additional information has been requested.

Manufacturer narrative:
Additional information was requested but not received. The operator¿s manual includes the warnings: appropriate use of vision system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. The u/s tips supplied in the vision system pack are only to be used on a torsional handpiece. Each u/s tip is intended to be used only once per case, and then disposed of according to local governing ordinances. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. Ensure that the tubings are not occluded during any phase of operation. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The operator¿s manual includes the warnings: to avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth (ground). In case of a deficiency, do not use the system; call technical services. Be sure handpiece is completely dry before connecting it to console. Damage to handpiece and console may result if plugged in when wet. The company service representative examined the system and observed the phaco handpiece to be nonconforming. The company service representative recommended the phaco handpiece be replaced. No further information was received. The phaco handpiece was manufactured on june 8, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).